Manufacturer narrative:
Result of investigation: unit is operating per manufacturing specifications, however the exhalation assembly may have a intermittent/latent issue during actual patient use which will be held for possible future extended testing if this issue becomes a trend.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator do not provide pressure support appropriately. The issue occurred during patient-use and patient was removed from the ventilator. The customer confirmed that there was no patient harm associated with the reported event.